Event description:
It was reported that pump screen remained dark and would not turn on despite repeated button presses and attempts to charge, and led indicator did not blink or show any activity. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place nonworking pump in storage mode and return it within specified time using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.